Event description:
Clinical trial. Same case MFR report#: 2134265-2008-01422. It was reported that approximately seven years following a coronary artery drug eluting stenting procedure, the pt developed in-stent restenosis. The initial procedure identified two lesions for treatment. One 3.5x25mm niroyal bare metal stent was placed in the mid rca (right coronary artery) and one 3.5x9mm niroyal stent was placed in the ostial rca. The pt presented with chest pain and was diagnosed with st elevation mi (myocardial infarction). Reintervention seven years following the initial procedure showed 50% in-stent restenosis of the overlapping portions of the proximal 3.5x9mm niroyal stent and the proximal 3.5x24mm taxus express2 drug eluting stent. Angiography also showed suboptimal stent expansion of the taxus stent. Treatment consisted of cutting balloon angioplasty and resulted in improved stent expansion. The pt was discharged two days post procedure in good condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.